Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use. The instrument was normal and had nothing out of ordinary. The instrument did not collide with any other instrument. The issue was related to opening/closing of the grips. There was one cable protruding from the distal end of instrument. The instrument was available for return to isi. No fragments fell into the patient. Photographic images of devices were not available for isi review.